Manufacturer narrative:
(B)(4).

Event description:
Patient complaint submitted to FDA-the patient states an icl was implanted on (B)(6) 2017. Patient reports constant eye pain, dryness, and migraine headaches. Also reported: unable to drive nor have bright lights on, various medications prescribed for migraines, dry eyes that had to get "plugs" for, side effects from meds are "bad." The lens remains implanted. Unable to obtain additional information.